Event description:
The customer complained that a patient sample yielded a positive reaction with the anti-b and the negative control on erytype s abd confirmation. The customer reported that the patient sample also showed a positive autocontrol and a positive direct antiglobulin test (dat). The customer had returned the patient sample that had caused the positive test results but none of the supposedly defective product erytype s abd confirmation. Therefore our quality control retested the patient sample with the retained sample of erytype s abd confirmation. The customer's test results were confirmed. Further testings also confirmed the igg sensitization of the patient's red cells. This sensitization caused the positive results with anti-b and the negative control. It is well known that an igg sensitization may cause false positive reactions. There is a note in the instruction for use that only results are valid when the negative control, too, reacts correctly negatively. Therefore the positive reaction of negative control was an indicator for the customer that his test results was not valid and that he has to perform further testings to clarify the results. Furthermore the retained sample of erytype s abd confirmation was tested with different red cells. All positive and negative reactions were correct. We did not observe any false positive reactions. Testing by our quality control laboratory confirmed the allegedly defective lot of erytype s abd confirmation functions correctly. The positive reactions were caused by the igg sensitized patient's red cells. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our combined initial and final report on this incident.